Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where the patient experienced no sensor detected alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated and customer complaint was confirmed. In-vitro qc testing indicating intermittent saturation of signal channels. Drift was observed on signal and reference channels throughout the testing which is an indicative of potential damage to asic chip within sensor.